Event description:
The customer reported weakly false positive reactions of a sample with seraclone anti-a art. (B)(4), lot 1938070. Customer informed us now though the complaint already occurred in (B)(6). Customer reported that the affected sample was tested at the canadian blood services as blood group b. The customer has sent neither the pt sample nor the complained lot of reagent. Therefore the retention sample was tested with different b positive and b negative red cells in different methods. In all cases the reactions were correctly and unambiguously negative respectively positive.